Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that the patient had to have an MRI and they do not know how to turn the therapy back on. Agent walked the caller through exiting MRI mode and turning therapy on. Caller confirmed therapy was on, but the patient did not feel the stimulation. Caller stated the patient normally feels the stimulation slightly, but does not feel any during the call. When agent inquired if the intensity levels on the call are what they are normally at, the patient told caller that the rep programmed them and turned the therapy on for the patient, but the patient never touched stimulation. Agent had the caller turn therapy off and back on again, and the caller stated they could not feel anything again. Caller mentioned the patient thought the stimulation was at 3.0 and inquired if that was high or not. Agent reviewed therapy expectations and programming considerations with the caller and patient. Caller and patient increased stimulation slightly during call and the patient was able to feel stimulation. Agent reviewed to monitor stimulation.